Manufacturer narrative:
(B)(4). Physio-control determined that the cause of the reported failure was due to an open land between a transistor, designator q2 and a plug connector, designator p16, from the analog pcb assembly. The customer received a replacement device.

Event description:
It was initially reported that the device had its service indicator illuminated and had logged multiple fault codes. After eval by physio-control, it was observed that the device would not deliver defibrillation energy. There was no pt use associated with the reported failure.